Event description:
It was reported that a spectrum infusion pump overinfused during an oxytocin infusion in the labor and delivery department. The oxytocin was initiated at 20:54 at a rate of 2 mu/min. At 21:30, the infusion rate was increased to 4 mu/min. While the primary nurse was on break, break relief staff increased the infusion to 6 mu/min at 22:00. Upon the nurse¿s return, the oxytocin bag appeared nearly half empty, with approximately 100 ml remaining, while the pump indicated a total infused volume of 14.5 ml and no leakage was observed. All patient connections were verified. The oxytocin infusion was stopped and the line clamped at 22:16. Fetal heart rate remained within normal limits. Uterine tachysystole was observed; however, contractions were mild with normal resting tone and were considered more consistent with uterine irritability or intermittent cramping. The patient, who was undergoing induction due to elevated blood pressure, remained asymptomatic. The elevated blood pressure may have been related to increased fluid exposure or anxiety associated with discovery of the event. No further information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy and delivered within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Pressure plate adjustment will be performed as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.